Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away at time of implant of their implantable pulse generator (ipg) system. No obvious abnormality seemed to have occurred during the implant. However, the patient suddenly went into pulseless electrical activity and a code was called. The patient never regained consciousness and passed away. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the death was most likely due to a perforation of a lead during the implant procedure.